Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 24, 36, and 46 mg/dl. Customer had blood glucose level of 243, 298, 296, 285, 111, and 162 mg/dl. Customer was treated with glucagon. Customer was assisted with troubleshooting for auto mode. Customer stated that the sensor was updating. The insulin pump will not be returned for analysis.